Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was died and low battery alarm was too far in advanced. The customer blood glucose level was unknown. Customer also stated that scratches on screen of insulin pump and making it harder to see in sunlight. Customer stated that they had to set her own reminders for battery change. The device will not be return for analysis.